Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states one of the crossbraces is broken. This is the 3rd time the consumer has broken the crossbrace. The first time it was replaced, the consumer states he replaced it with one he had at home.